Manufacturer narrative:
This case has been already registered as MFR report # 3000931034-2016-00047, so we decide to cancel this present report. This is the final report submitted regarding this surgical event and medical device.

Event description:
This case has been already registered as MFR report # 3000931034-2016-00047, so we decide to cancel this present report.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery at 7 years pots-operative for glenoid erosion. Patient converted to rsa. Patient ID: (B)(4).